Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Other - at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was delivering higher tidal volume than what was set. At this time, it is unknown if there was any patient involvement associated with the reported event.